Event description:
Additional information received further reported that the patient had undergone a robotic assisted halban's procedure, bilateral uterosacral vault suspension, cystoscopy, and bilateral salpingectomy. The patient also experienced recurrent anterior prolapse and enterocele. The altis mesh was removed. An anterior repair took place with an axis biological graft, and the patient underwent sacrospinous ligament fixation.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient experienced mesh erosion, mesh extrusion, bladder and kidney infections, dyspareunia, pain, foreign body reaction an other injuries. The patient suffered physical pain and suffering, disability, impairment, loss of enjoyment of life and sustained permanent injury.